Event description:
A passeo-18 balloon catheter was chosen for pre-dilatation of a lesion with 70 percent stenosis degree. After the balloon was advanced to the lesion, the balloon was inflated but ruptured at 5 atm. Another balloon was used to complete the intervention. Lot number unavailable at this time.

Manufacturer narrative:
18-oct-2022 lot number added. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. The balloon was deflated in the as-returned state. Functional testing was performed but the balloon did not open since water was leaking from the distal balloon portion. Microscopic inspection revealed a small tear in the balloon at the distal end of the distal x-ray marker as well as scratches in close vicinity to the tear. It therefore seems likely that the damage of the balloon was caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.